Event description:
During a ptca treatment procedure, the balloon ruptured at 10 atms. The lesion being treated was 99% stenotic lesion in the right coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.